Event description:
The protege gps stent was deployed without any difficulty, and the delivery system was withdrawn without any difficulty. However, the tip of delivery system was still in the patient, stuck in the protege stent. A second stent was deployed to trap the tip of the stent delivery system after failed attempts to snare the tip.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The physician intended to use the prot233 gps to treat a lesion. It was reported that after deploying the stent the tip of the device was stuck in the deployed stent, after failed attempts to retrieve the tip using a snare, the physician used a second stent to cage the tip to the vessel wall. Evaluation summary: three images from the hospital were received for this investigation. Two images appear to document the noted stenting of the tip assembly to the vascular wall along with an angioplasty balloon to secure the tip tight on the wall. The third image was too obscured by reflection to ascertain what was presented.